Event description:
It was reported that multiple episodes of non-sustained rv oversensing due to noise were noted via remote monitoring. When the patient presented to the clinic for further assessment, loss of capture was noted. X-ray revealed twiddlers syndrome and the rv lead free floating in the ventricle. The patient experienced sporadic right side phrenic nerve stimulation. The lead was explanted and replaced. The patient condition was good after the procedure.

Event description:
Additional information received indicates that upon extraction, the lead appeared to be fractured at the insertion site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 20.0-20.5cm and 20.9-21.5cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at these locations.